Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test alarm and weak battery. Customer's blood glucose level was 100 mg/dl. Troubleshooting for the weak battery alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer used a different type of battery and was advised this action would result in a lower battery life for the device. Customer was advised a weak battery alarm would occur prior to the failed battery test. Customer declined to troubleshoot for failed battery test due to not having another battery to troubleshoot. Customer advised they would call back to complete the troubleshooting process.